Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, procedure was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to emit x rays. The review of system log files showed low disk space error on lateral image process computer(ippc). The fse restarted the system and the error was gone, after a period of observation time, the issue did not occur again. The system was returned to use in good working conditions. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.